Event description:
It was reported by fse that during semi annual maintenance, the fiber optic connector housing of cardiosave intra aortic balloon pump (iabp) was broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: b1, h6 (medical device ¿ problem code). The fse evaluated the unit and replaced the fiber optic extension connector ((B)(4)). Device passed all functional and safety tests according to factory specifications.